Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the hv charge log. Review of the hv charge log noted an extended charge time alert on (B)(6) 2013 which was before device implant. This was caused by associated time stamp having been cleared previously and therefore the date was not a valid value. The device was tested on the bench and no anomaly was found. The cause of the extended charge time was due to excessive hv charging.

Event description:
New information received notes that the device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during follow-up, a capacitor time limit reached alert was observed on a date before implant of the device. It was noted that the device recorded a charge timeout while in the box. Patient was asymptomatic and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.